Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 99801, was returned and analyzed. Visual inspection of the sheath showed it was kinked, pinched and twisted at 2.36 inches from the tip. Functional testing indicated the kink was preventing a smooth steerability when a test balloon catheter was inserted. The deflection did not work as per specification. Dissection did not show any breakage of the pull wire. Both the sheath distal tip and dilator tip were intact, no fracture, breakage or kink were noticed. No teflon delamination was noticed at the tip of the shaft. The tip was atraumatic and with no sharp edges. In conclusion, the sheath failed the returned product inspection due to a shaft kink/ twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.